Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regp1795 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regp1795) have been reported from the same facility.

Event description:
It was reported by the customer, "4fr dual lumen PICC leaking around the suture wing and the hub." The original event indicated several events but the exact number was not provided at the time of the original report. During follow up with the customer, we received differentiating event and patient information. This MDR is being updated to address a single incident. Additional mdrs are being submitted to capture each distinct event. Additional information received: it was stated the catheter was inserted femorally. Additional information received 1/24/2023: customer reports the patient had the PICC replaced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer, "multiple 4fr dual lumen piccs that are leaking around the suture wing and the hub." The specific number of leaking devices was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed and was determined to be caused by kinking of the catheter. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation showed use residues and a circumferential split at the distal end of the molded joint. A microscopic observation revealed a sharp, permanent kink at the catheter exit site from the molded joint. The split appeared granular, and it was observed to be opposite of the kink impression. Discoloration and marking wear was observed at the split site. Based on the observations of the returned powerpicc sv catheter, the complaint of a leaking catheter was confirmed and is likely due to excessive kinking of the catheter. This can occur if the securement of the catheter causes a sharp kink, and over a period of time the catheter may fail opposite of the kink impression.

Event description:
It was reported by the customer, "4fr dual lumen PICC leaking around the suture wing and the hub." The original event indicated several events but the exact number was not provided at the time of the original report. During follow up with the customer, we received differentiating event and patient information. This MDR is being updated to address a single incident. Additional mdrs are being submitted to capture each distinct event. Additional information received: it was stated the catheter was inserted femorally. Additional information received 1/24/2023: customer reports the patient had the PICC replaced.